Event description:
A (B)(6) male pt contacted lifecor customer support to report that he was having trouble with his lifevest. He stated that he was sitting in church and it gave him a "check modem" message. He said that then the monitor just shut off and now it would not start back up. He stated that he did not want the equipment to be replaced. He stated that he was going to contact his doctor to be released from the device. The pt ended use after speaking to his doctor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. The monitor had some kind of contaminate inside it. The monitor would not power up. There was corrosion in the expansion port of the monitor. Tva 3 on the auxiliary board was corroded. Tva is a voltage attenuator that, among other functions, powers the response buttons. The monitor was repaired, retested and restocked. No adverse event resulted from the faulty monitor.